Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the following causes for each reported phenomena. No image when the subject device connecting with the evis 180 series endoscope; since it was found the printed circuit board failure, and no image was occurred when the subject device was connected with the evis 180 series endoscope, omsc surmised there was the possibility this phenomenon was attributed to the component aging deterioration failure on the printed circuit board of the subject device because it have been passed more than 7 years since manufacturing the subject device. The video connector of the subject device was broken; omsc surmised there was the possibility this phenomenon was attributed to the deterioration due to repeatedly long-term use because it have been passed more than 7 years since manufacturing the subject device or the attempting to pull out the video connector without the lock release lever being lowered by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there were no image transmission of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure might have caused the reported phenomenon. The image could not been displayed when the subject device was connected with the evis 180 series endoscopes. Also it was found that the subject device video connector was broken. There was no patient injury associated with this report.